Event description:
It was reported that there was a case of medial pelvic migration of a gamma 4 lag screw into the acetabulum resulting in conversion to a total hip replacement.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.